Event description:
The user facility reported their remanufactured sterilizer was leaking steam. There was no report of condensate on the user facility's floor. No report of injury or procedural delay or cancellation. When the fire alarm sounded, the fire department was dispatched, but no evacuations were required.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a cracked pressure regulator valve. Corrosion from normal wear and usage allowed for the pressure regulator valve to weaken and crack. The unit was installed in 2005 and is not under steris contract agreement for maintenance. The technician replaced the regulator valve and rebuilt the steam trap, tested the unit, and confirmed it to be operating according to specification.